Manufacturer narrative:
The field service representative did not find a cause. He checked the ise nozzles adjustments, ran ise checks, and ran precision testing. The customer ran calibration and qc with all results within specifications. The investigation did not identify a product problem. The cause of the event could not be determined. Although no cause was found, the instrument performance was verified and the issue appeared to be resolved.

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient sample from the cobas 6000 c501 module. The initial chloride result was 94.4 mmol/l and the initial sodium result was 150 mmol/l. These results were reported outside of the laboratory. On (B)(6) 2020, the repeat chloride result was 106.9 mmol/l and the repeat sodium result was 140 mmol/l. The repeat result for chloride was deemed correct and the initial sodium result was deemed correct. The electrode lot numbers and expiration dates were requested but were not provided.